Event description:
This lead was implanted on (B)(6) 1994 and was capped on (B)(6) 2013 due to infection and patient death. The physician was dr. (B)(6) at (B)(6) medical center in wichita, ks. Additional information received states that the patient had vegetation on xrays, and had exhibited lead noise on both a and v leads (v lead was medtronic model 453 mq0006120v). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).